Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro scissors separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection determined that the heater wire was slightly flexed away at the base of the hot jaw. The wire remained in place at the center and tip of the jaws. Tissue and char buildup was observed on the jaws. The silicone insulation was peeled away and detached at the base of the cold jaw. The detached silicon was not returned. Based on the returned condition of the device the reported complaint was confirmed for reported failure "bent wire¿ and analyzed failure "peeled jaws".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro scissors separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.